Event description:
It was reported that the pt underwent a cesarian section during 2002. In 2002, the pt presented with a wound dehiscence. The pt required surgical re-approximation of the fascia and upper layer.